Manufacturer narrative:
(B)(4)

Event description:
The device was used during a kidney/adrenal gland procedure. Reportedly, a component disengaged into the patient's cavity. The surgeon was able to retrieve the component w/out injury ot th e patient.